Event description:
It was reported that while using the programmer the display went black and a message printed out ¿emergency hard key available.¿ it was explained to the caller that the emergency pacing was available if needed. The caller had power cycled the programmer and the error came back. The programmer was replaced and the interrogation was finished. The programmer will be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).